Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining an alleged inaccurate high reading of "433 mg/dl" with the subject meter. The reporter felt the reading was high compared to her normal readings and/or feelings. At the time of the call, a control solution test was performed on the subject meter and the control result fell outside of the specified control range. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(Control lot #): 2aa2g02.